Event description:
The customer reported that the key was broken off in the switch. The fse reported that the switch could not activate. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge rep evaluated the sys and removed the broken key and replaced it with a new key. The sys operates as intended.